Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump received insulin flow block alarm. The customer¿s blood glucose level was unknown. Troubleshooting was completed for insulin flow block alarm. Customer states they had tried all remedies. The customer was advised to insulin pump will need to be replaced. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing.